Event description:
Provider states the motors will not stay in gear and the provider was not able remove the hubs. Provider states end user has chair for home use, no alleged injury. No further information was provided.